Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 10-jan-2023. H6. Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out and a damaged cover was observed. No DHR review can be carried out as lot number is unknown. This issue most likely occurred due to a jam on the line during assembly.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the product packaging was damaged resulting in a breach of sterility. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that when the tear drop label was removed, the outer cover was found to be deformed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the product packaging was damaged resulting in a breach of sterility. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that when the tear drop label was removed, the outer cover was found to be deformed.